Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a constant tone even after battery change. Customer's blood glucose was 200 mg/dl. It was also reported that insulin pump received an unexpected restart alarm and experienced an off no power alarm. Customer reported that insulin pump was not stored for an extended period of time. Insulin pump passed self-test. Customer was advised that battery cap would be replaced. Customer would monitor insulin pump.